Manufacturer narrative:
(B)(4). The reported complaint for "suspected helium regulator leak" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "suspected helium regulator leak". The report further states, "during use on patient it was noticed by rn helium was draining very quickly. Ap cal data not read by fos alert also on iabp. Consoles exchanged prior to call. Assistance needed with map cal". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "suspected helium regulator leak". The report further states, "during use on patient it was noticed by rn helium was draining very quickly. Ap cal data not read by fos alert also on iabp. Consoles exchanged prior to call. Assistance needed with map cal". No report of patient harm or injury.